Manufacturer narrative:
(B)(4). The issue will be investigated by manufacturing site. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of surgical lights- angenieux. As it was stated, the light head fell down from the ceiling while being cleaned. There is no injury reported to staff and patient as there was no procedure in progress. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light angenieux device. It was stated that the light head fell down from the ceiling while being cleaned. There is no injury reported to staff and patient as there was no procedure in progress. It was established that when the event occurred, the light-head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that this is a single, isolated case and that the reported scenario has never lead to serious injury or worse. The manufacturer has performed an investigation for that case. According to the results of the investigation the main factor of the event is incorrect installation or reinstallation of the device. The installation manual (angenieux installation 011443002 ed. 2c) is clearly describing in pages 6 to 9 how to install the ceiling tube correctly. We believe that if the manufacturer recommendation in the IFU would have been followed the incident would have been avoided. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(6).